Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the imcu was not powering on, the device remained on a black screen, and the customer had attempted to power it on, but the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station on black screen. A field service engineer (fse) rebooted the station and disconnected all bus cables, but the problem was not resolved. Further the fse replaced communication sled, docking board, but issue still persisted. Then all in one (aio) was replaced and reconfigured operating system network settings to work with computer. The system functioned as intended after the field service engineer repaired the device.